Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported their buttons were unresponsive. The customer's blood glucose was 60 mg/dl. The customer could not recall any significant events leading to the alarm. Customer reported their insulin pump may have been exposed to moisture from sweat. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per our visual inspection. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked case at reservoir tube lip, battery tube thread and with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.